Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose value was 475 mg/dl. The insulin pump was not on auto mode at the time of incident. Troubleshooting was not performed. The insulin pump will not be returned for analysis. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.